Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: poor serum/plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum, there was poor barrier separation seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, there was poor barrier separation seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.